Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/10/2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will charge and boot. A "try it" manual test was performed and speaker sounded. Open receiver to check speaker: passed resistance check at 7.4 ohms. The complaint was not confirmed because the receiver produced audio output during the audio tests. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.